Event description:
It was reported that the ventilator froze while doing the leak test. The ventilator would not cycle, so the pt was placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na.